Event description:
It was reported to manufacturer from the pt's neurologist's office that the pt had expired. The neurologist had not seen the pt since 2006. The cause of death is unk to the neurologist, as is the relationship of the death to vns therapy. Good faith attempts to obtain the cause of death are underway.